Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: (B)(6)2025 product type catheter product ID 8578 serial# (B)(6) implanted: (B)(6)2013 explanted: (B)(6)2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 12-jul-2008, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(6), ubd: 12-aug-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving bupivacaine 2.79 mg /day 9 mg/ml morphine 4.65 mg/day 15 mcg/ml baclofen 689 mcg/ day 2250 mcg/ml via an implantable pump. The patient reported increase pain and spasticity started in (B)(6). Last refill on (B)(6) 2025, they expected reservoir volume was 5.1 ml actual volume was 38 ml. The patient was referred for catheter replacement. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that there was unknown problem with the pump. The patient had unsuccessful attempt at the dye study. However, the event dye study date was unknown. They were unable to aspirate the catheter to do dye study. They had pump refill in (B)(6) 2025 and discussed having 24 infusion rates reduced by 50% once catheter was replaced.